Event description:
It was reported that part of the trabecular metal has detached from the tibial plate near the medial peg on the underside of the component. The surgeon has no plans to revise the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.